Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No over delivery anomaly or under delivery anomaly noted. Device was programmed with multiple basal profiles and monitored. All profiles delivered properly and was recorded in the insulin pump history summary screen. No basal anomaly noted. Device was also programmed with multiple boluses and monitored. All boluses delivered properly and was listed in the pump history daily screen. No bolus anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked retainer and a faded serial number label.

Manufacturer narrative:
Additional information about legal case notes has been received which was not included with the initial report. The information has been provided in this report.

Event description:
Medtronic legal received information regarding the customer¿s hospitalization from the attorney of the family. The information received on december 8, 2020 stated the following - reporter alleges: the customer suffered a hypoglycemic episode on (B)(6) 2018 and claimed that the insulin pump and infusion set were defective and this led to the incident, but medtronic did not make the customer aware of the potential issues with use of the products. The customer's low on (B)(6) 2020 was most likely in the 30 mg/dl range. Insulin pump auto mode feature was active at the time of the event the reporting party had a hypoglycemic incident on (B)(6) 2018 which she treated with glucose tablets, but they over treated for the low and went high to 525 mg/dl, which they corrected using the insulin pump. The customer had other lows on (B)(6) 2018 with blood glucose readings as low as 42 mg/dl. The customer use glucose tablets to treat some of these incidents.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018. The customer was treated with food. Customer did not report the symptoms related to their low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was over delivering. Troubleshooting was performed for over delivery. The insulin pump will be returned for analysis.